Manufacturer narrative:
Date of event - year reported was 2021. There was no month reported other than day 27. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent a right atrial flutter (afl) and an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and an issue with a foreign material-on usable length of the catheter occurred. After the stsf catheter had been used for a right atrial flutter and avnrt procedure, it was taken out of the patient for a transseptal puncture (pump at 2). When the catheter was flushed, it was observed that the irrigation did not flow like an umbrella. The flow was straight, and the tip of the catheter has, what seem to look like char. An attempt was made to remove what seem to be char; however, the catheter did not flush normally. There was no alert from the irrigation pump. After some discussion with the physician, it was determined that the foreign material was not a clot, nor a char. It was described as a clear/white film, all around the 3.5mm tip of the catheter, and seem to block the ¿porus¿ tip. There was no steam pop that was observed during ablations, only high impedance, and it were in correlation with the position of the catheter at this time (coronary sinus). The patient was already on transesophageal echocardiogram (tee) and it was clear in the atrium. Surgery was delayed due to the reported event. The catheter was replaced, and the procedure was successfully completed. There was no patient consequence. The damage did not result in wires being exposed or any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse event was reported. There were no error messages nor issues related to temperature and flow on the catheter. The generator parameters were: power mode, temperature cut-off:40 c. High impedance up to 250 ohms but we could not burn at this impedance. Temperature was normal (25 c), power was at 35watts. The physician gave 50u/kg heparin IV after groin ¿punctions¿. It was completed for 100u/kg heparin after transeptal puncture. The ablation of the right flutter and avnrt was conducted before the transeptal puncture. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. The duration of ablation was at 120 s. Force was around 10-20g. Irrigation rate used was outside of those prescribed power which was a, 35 watts at 15ml/min. The pre-ablation high setting was at 30watts at 8ml/min. Heparinized normal saline was used as the irrigation fluid. Carto visitag module was used with the following settings: respiration -yes, stability range:3mm, stability time: 3 sec, fot: 25%, 3g and tag size: 3mm with tag index for color option. Max impedance cut-off: 250 ohms. The system stopped when the value was exceeded.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6)2021. During a clinical trial, it was reported that a patient underwent a right atrial flutter (afl) and an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and an issue with a foreign material-on usable length of the catheter occurred. After the stsf catheter had been used for a right atrial flutter and avnrt procedure, it was taken out of the patient for a transseptal puncture (pump at 2). When the catheter was flushed, it was observed that the irrigation did not flow like an umbrella. The flow was straight, and the tip of the catheter has, what seem to look like char. An attempt was made to remove what seem to be char; however, the catheter did not flush normally. There was no alert from the irrigation pump. After some discussion with the physician, it was determined that the foreign material was not a clot, nor a char. It was described as a clear/white film, all around the 3.5mm tip of the catheter, and seem to block the ¿porus¿ tip. There was no steam pop that was observed during ablations, only high impedance, and it were in correlation with the position of the catheter at this time (coronary sinus). The patient was already on transesophageal echocardiogram (tee) and it was clear in the atrium. Surgery was delayed due to the reported event. The catheter was replaced, and the procedure was successfully completed. There was no patient consequence. The damage did not result in wires being exposed or any lifted or sharp rings. There was no resistance or difficulty during insertion or removal of the catheter. The patient has not exhibited any neurological symptoms since the procedure was completed. No adverse event was reported. There were no error messages nor issues related to temperature and flow on the catheter. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Bwi conducted visual inspection, generator, flow and patency testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Generator testing was performed, in accordance with bwi procedures. The returned sample was connected to the generator and temperature/impedance values were observed within specifications. A cool flow pump test were performed on the catheter and it was found within specifications. Patency testing was performed, in accordance with bwi procedures. The catheter was irrigating correctly. A manufacturing record evaluation (mre) was performed for the finished device 30550720m number, and no internal action related to the complaint was found during the review. Based on the mre, d4. Expiration date and h 4. Device manufacture date were updated. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. To minimize no impedance issue, the following guidelines should be followed. Apparent low power output, high impedance reading, or failure of the equipment to function correctly at normal settings may indicate faulty application of the indifferent electrode(s) or failure of an electrical lead. Do not increase power before checking for obvious defects or misapplication of the indifferent electrode or other electrical leads. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)